Manufacturer narrative:
The tech found the left CPR handle was stuck in the engaged position. The technician adjusted and lubricated the CPR assembly to repair the bed.

Event description:
Info received indicates the head section is drifting.